Event description:
Subsequent to the initially filed report, additional information was received stating on (B)(6) 2023 echocardiography showed mr increased to a grade of 3-4. No additional information provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported slda and difficult imaging were unable to be determined. The reported patient effect of recurrent mr, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.h6: codes 4582 and 2199 removed.

Event description:
This will be filed to report incomplete coaptation. It was reported that on (B)(6) 2021 a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) grade 3+ with a thin and prolapsed posterior leaflet. One clip was successfully implanted, and the procedure was concluded with a resulting mr of grade 1+. The next day a transthoracic echocardiogram was performed and it was observed the implanted clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). Mr remained at a grade of 1+. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported single leaflet device attachment (slda) and difficult imaging were unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.